Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient reported to the emergency department (ed) complaining of chest pain. A review of the remote monitoring report shows pvc's and potential va conduction being classified as at/af by the patients bi-v implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.